Event description:
It was reported by the affiliate that the (1) atw35 was used during an unknown procedure. It was reported that the closing lever would not lock. The case was completed with a new instrument and there was no consequence to the patient.